Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.

Event description:
Neuropathy (provisional diagnosis) [neuropathy peripheral], pain in hands, feet, and legs [pain in extremity], can't walk without a walker or will fall down [gait disturbance], numbness in extremities [hypoaesthesia], tingling in extremities [paraesthesia]. Case description: a regulatory authority representative reported they were notified that an adult consumer, gender and age unspecified, used fixodent denture adhesive, version unknown cream and poligrip 2-3 times daily (B)(6) 1999 to (B)(6) 2009 and reported the following: provisional diagnosis of neuropathy in 2006, pain in hands, feet, and legs, numbness in extremities, tingling in extremities, and walker user, all symptoms experienced while using the products. Health care professional was visited. Treatment: requires continued unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.